Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell and complained of lower back pain above the implanted generator. They had turned it off, reprogrammed and checked impedances to troubleshoot. The device was ultimately explanted and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.